Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. The reported bend was confirmed. A review of the lot history record revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified, no similar incidents from this lot. The investigation determined, the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication, of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, when trying to advance the device on the guide wire to place it, it did not advance and resistance was noted. The device was removed and it showed it was bent in the middle part. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.